Event description:
A user facility reported that 7 patients experienced post-operative sore throats requiring intervention, where lma-classic's were used. Patient had a sore throat for 3 days after a 1 hour 45 minute surgery, where a size 4 mask was used. Treatment is unknown for patient. All events have now resolved. No further info. Expected. User facility filed MDR's: 050305-2002-00001 thru 050305-2002-00007.

Event description:
A user facility reported that 7 patients experienced post-operative sore throats requiring intervention, where lma-classic's were used. Patient had a severe sore throat with blisters and was unable to eat solids after a 3 hr. Surgery, where a size 3 mask was used. Patient was treated with maalox, benedryl and lidocaine. All events have now resolved. No further info. Expected. User facility filed MDR's: 050305-2002-00001 thru 050305-2002-00007.

Event description:
A user facility reported that 7 patients experienced post-operative sore throats requiring intervention, where lma-classic's were used. Patient had a severe sore throat and was unable to eat solids for 10 days after a 26 min surgery, where a size 3 mask was used. Treatment is unknown for patient. All events have now resolved. No further info. Expected. User facility filed MDR's: 050305-2002-00001 thru 050305-2002-00007.

Event description:
A user facility reported that 7 patients experienced post-operative sore throats requiring intervention, where lma-classic's were used. Patient had a sore throat with blisters after a 37 min. Surgery, where a size 4 mask was used. Patient was treated with aspirin. All events have now resolved. No further info. Expected. User facility filed MDR's: 050305-2002-00001 thru 050305-2002-00007.

Event description:
A user facility reported that 7 patients experienced post-operative sore throats requiring intervention, where lma-classic's were used. Patient had a severe sore throat and difficulty swallowing after a 2 hour 6 min. Surgery, where a size 4 mask was used. All events have now resolved. No further info. Expected. User facility filed MDR's: 050305-2002-00001 thru 050305-2002-00007.

Event description:
A user facility reported that 7 patients experienced post-operative sore throats requiring intervention, where lma-classic's were used. Patient had a severe sore throat with blistering after a 53 min. Surgery, where a size 4 mask was used. Patient was treated with maalox, benedryl and lidocaine. All events have now resolved. No further info. Expected. User facility filed MDR's: 050305-2002-00001 thru 050305-2002-00007.

Event description:
A user facility reported that 7 patients experienced post-operative sore throats requiring intervention, where lma-classic's were used. Patient had a severe sore throat with ulcers after a 1 hour 25 min. Surgery, where a size 3 mask was used. Patient was treated with maalox, benedryl and lidocaine. All events have now resolved. No further info. Expected. User facility filed MDR's: 050305-2002-00001 thru 050305-2002-00007.